Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer dropped the insulin pump in water and now the insulin pump is showing a picture of a red x with a notebook and a question mark on the screen. The customer received a critical pump error. The customer's blood glucose was 150 mg/dl. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with a critical pump error (open book error) and unable to download pump due to corroded electronic assembly. The motor assembly found with traces of corrosion per visual inspection. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. The insulin pump was received with minor scratched display window and case.